Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal and exchange, the distal cap on the duodenovideoscope fell inside the patient¿s mouth upon withdrawal of the doudenovideoscope. The distal cap was successfuly removed from the patient. No reported delay with the procedure. The intended procedure was completed. No post-operative issues reported. No patient injury reported. The user facility further reported that when they were trying to fit the disposable distal end cover (distal cap) on the duodenovideoscope, they tried three different covers that did not install properly before getting one to fit. There were three covers left in the box after the procedure, and the staff removed them to prevent them from being used. This is related to complaint number (B)(6) which is for the doudenovideoscope.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time. This report will be updated if new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h4 and h6 codes. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter and based on the legal manufacturer's final investigation. Additional information was received from the reporter where the device was inspected prior to the start of the procedure and it was found that the device felt soft and pliable. It was reported that no anti-fog agents or chemicals were used that could adhere to the tip of the scope or distal end cover. The device was inspected after attaching to the scope and no damage was noted. After the distal cover was attached to the scope it was pulled or twisted to make sure it would not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. However, it is likely the following caused the event: - chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. - the cover was easily removed from the scope due to insufficient attachment to the scope. - when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003637092.